Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out procedure, left ventricular (lv) impedance measurements were found to be greater than 3,000 ohms. The implanting physician elected to cap the lv lead and implant a new device programmed to right ventricular (rv) pacing only. To date, no adverse patient effects were reported with this clinical observation.